Event description:
It was reported by service report that the right latch spring was missing and a plug assembly was broken as well. It is unknown if there was patient involvement or if there are adverse consequences to report.